Manufacturer narrative:
(B)(4). Medical devices: dilatation catheter: trek nc 2.5x12, guide wire: bmw universal ii. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified distal right coronary artery. A 2.25 x 23 mm xience xpedition stent was deployed at 10 atmospheres and post-dilatation was performed with a 2.5 x 12 mm nc trek balloon. However, distal edge dissection was noticed after post-dilatation. The physician used a 2.25 x 18 mm xience xpedition stent to cover the dissection. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The return status has been changed from yes to no. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.